Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without code recurring, was advised that pump could continue to be used, and was instructed to call back if malfunction appeared again.